Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the events (error e216, image blacked out, and image flickered at angulation when scope connector and control section were dried) occurred due to abnormality at the charged coupled device unit during device handling by the user. The following is included in the instructions for use: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer-reported issue could not be confirmed. However, the following reportable findings were identified: the screen blacked out and the image was flickering during angulation when the scope connector and control section were dried due to a defective charged couple device unit. Additionally, the following observations were made during the evaluation: the control section and scope connector were found to be immersed, and due to a shortcut of the charged couple device cable, image noise occurred during angulation in the up/down direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the evis lucera bronchovideoscope exhibited an error 216 (scope communication) error code. The reported issue occurred during incoming inspection. The customer reported that the device was intended to be used for a diagnostic tracheosopy (medicine) procedure. It was reported that the procedure was successfully completed using a similar device. There were no reports of patient harm.